Event description:
It was reported the system was arcing, displayed an overload fault and shut down during a procedure. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.